Event description:
It was reported that the patient presented to the hospital for multiple shocks. Lead noise was noted. Fluoro revealed that the lead dislodged into the svc. When repositioning was unsuccessful, the lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.